Event description:
It was reported that screen rotation on its own occurred. Several nursing staffs have observed the symptom. Additional information received indicating that the screen rotated on its own without anybody touching it and it was able to engage in monitoring. No patient injury was reported.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. It new information is obtained or the device is returned, a follow up report will be submitted.